Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The rv lead was capped and replaced on (B)(6) 2025. No patient consequences were reported.